Manufacturer narrative:
Medical device problem codes: patient 1: code 1126, patient 2: code 2993. Investigation conclusion codes: patient 1: code 61, patient 2: code 4310.

Event description:
Client reported 2 patients with posterior capsule breaks and both required further surgical intervention of pars-plana vitrectomy. Date of event: patient 1: surgery date: (B)(6) 2023, patient 2: surgery date: (B)(6) 2023.